Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 48/ã¸ 42, code h item# 0100214048 lot# 2471842. Unknown liner item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Consequently, to the event, the patient faced an unexpected serious worsening of health condition and then, was found with massive debris-induced osteolysis with articular pseudotumor in the left acetabulum and left proximal femur. Subsequently, approximately 17 years post implantation, the patient underwent a revision surgery. Head and acetabular component were explanted. Due diligence is completed and no further information on the repotted vent has been provided.